Manufacturer narrative:
Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during a thoracoscopy (biopsy) procedure. It was reported by the affiliate that after closing the device, the firing handle jammed. The surgeon opened and repositioned the device. The firing lever broke during the firing of the device. It was stated that the device stapled but did not cut. There was no pt consequence.